Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. Eua (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false negative occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that she'd taken a different test and got a positive result and then took the bd veritor at home test and got a negative result.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the ¿customer got discrepant results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer had taken a different test and got a positive result and then took the bd veritor at home test and got a negative result¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false negative occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that she'd taken a different test and got a positive result and then took the bd veritor at home test and got a negative result.